Event description:
The pt had tested herself repeatedly at home and gotten positive results. At the doctor's office, her results were negative with use of henry schein one step pregnancy combo. Serum samples were sent to the lab for quant and the value was 180 miu/ml. Urine and serum samples were collected the same day. Sample was not first morning. Internal control line was present.

Manufacturer narrative:
Retention device testing pending.